Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, there was no correct b-form at the distal 2cm of the staple line of the two reloads. It was reported that the first reload had unloading problem and was still in the instrument. Perianal preparation and anastomose was performed had to be done to prevent permanent impairment of function. Rectum was sutured. The surgical time was extended for one hour and thirty minutes. The patient hospitalization was extended for about a week.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.